Event description:
It was reported by service report that the fowler would not adjust. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler assembly; fowler release handle.